Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the physician deployed the axios stent too distally, causing it to end up entirely within the stomach after deployment. A second axios stent was then successfully placed, and the first stent was safely removed from the patient. There was no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.